Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Pharmacist reported deformation of the right breast in the outer quadrants and a change in the consistency of the device. Ultrasound confirmed a rupture of the right device. During explant with capsulectomy, the device was found ruptured and the prosthetic socket is filled with silicone. Replacement with non-allergan device. This record relates to the right side.

Manufacturer narrative:
[Health effect - impact codes]: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Pharmacist reported deformation of the right breast in the outer quadrants and a change in the consistency of the device. Ultrasound confirmed a rupture of the right device. During explant with capsulectomy, the device was found ruptured and the prosthetic socket is filled with silicone. Replacement with non-allergan device. This record relates to the right side.